Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient was asleep and experienced loss of consciousness. The patient¿s husband tried to wake her up for correction but the patient was not responding. Around 2:00 am the husband called emergency medical services (ems). The paramedics took a bgm which was 3.1 mmol/l and the cgm was reading 14.3 mmol/l; the patient was treated with glucagen injection (glucagon). Several minutes after the treatment the patient regained consciousness. The paramedics suggested a hospital visit but the patient declined. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.